Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized "a few times" for elevated blood glucose (bg) levels and diabetic ketoacidosis; however, customer could only recall event at the end of (B)(6) 2015 in which they were hospitalized for approximately 2-3 days and had a bg level of 400 (mg/dl). While in the hospital, customer was treated with intravenous insulin. Reportedly, customer stated that they were told by hospital staff that elevated bg levels were due to customer's inability to use the pump properly; however, customer could not provide specific information regarding pump performance at that time or how they were unable to use the pump properly. Customer indicated that they have been on lantus and novolog injections since (B)(6) 2015 for diabetes management.